Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough which caused an insulin leak. The patient experienced elevated blood glucose levels. No adverse event was reported. This issue occurred with a certain batch, but the patient was unsure which lot number had this issue. The issue occurred with either lot number (1184078) or (1206490). The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
Customer did not return any used samples for investigation. Customer did return unopened samples for lot 1184078 and 1206490. The returned unused samples were tested and product met specifications.